Event description:
Clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated as de novo lesion in the distal right coronary artery (rca). The lesion was 3 mm wide, 50 mm long, and 100% stenosed. The physician predilated the lesion prior to placing 3 overlapping taxus express2 stents proximally; a 3.0 x 28 mm, a 3.0 x 16 mm, and a 3.5 x 24 mm. A 2.5 x 16 mm taxus express2 stent was placed in the lesion more distally. Residual stenosis was 0% in all stents. The pt received aspirin, plavix and unfractionated heparin prior to the procedure, and bivalirudin during and post procedure. The pt was discharged 6 days later on aspirin, plavix, simvastatin, metoprolol and ramipril. On day 390, the pt returned for a 13 month study driven angiogram. The 3.0 x 28 mm taxus stent had 70% in-stent restenosis. The pt had no symptoms. Another manufacturers 3.0 x 8 mm drug eluting stent was placed, and the pt had no events. The pt was discharged the next day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.